Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one mitraclip was implanted, one triclip was implanted on anterior and septal leaflet (a/s) and second triclip was implanted on posterior and septal leaflet (p/s) and it was determined that second clip had single leaflet device attachment (slda) and the clip was no longer attached to the septal leaflet. Additional third triclip was implanted to stabilize the slda. The final tr was grade 3. There were no clinically significant delays or adverse patient sequela reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to procedural conditions (poor imaging). A cause for the reported poor imaging could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 1494 was removed.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one triclip was implanted on anterior and septal leaflet (a/s) and second triclip was implanted on posterior and septal leaflet (p/s) and it was determined that second clip had single leaflet device attachment (slda) and the clip was no longer attached to the septal leaflet. Additional third triclip was implanted to stabilize the slda. It was also reported that one mitraclip was implanted on mitral valve. The final tr was grade 3. There were no clinically significant delays or adverse patient sequela reported.